Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer blood glucose (bg) value was displayed as "high". A specific bg value was not provided. The customer administered a manual insulin injection to address the elevated bg. The customer reverted to an alternate method of insulin therapy.